Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, "closing holder can not open." It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 1/7/2021. D4: batch # u5c506. H6: component code: mechanical(g04). Investigation summary: the analysis found that one ec45a device was returned with the jaws and closing trigger in closed position with a trocar 12mm attached in the shaft. One gst45g reload loaded in the device. The reload was received fully fired. Further analysis shows the handle partially open from button area and the trigger button release was broken and no returned for analysis. During functional test the closing trigger and anvil cannot be opened due to trigger button release was damaged. Due to condition of device no functional test was performed. The device was disassembled to verify the condition of the internal components and the spring drive bar was noted totally bent interfering with the button not allowing open the trigger as expected. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The issue observed has been correlated to the manufacturing process. Due to the damages found on the button and open handle, a possible cause for these conditions is due to improper handling. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.